Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the first device worked well for the first clip. The second and following clips didn¿t sit well in the applier but ¿shoot¿ out without control. When they opened the 2 and 3 clip applier the same thing happened. The 4th clip applier worked well and the colorectal procedure went well without any harm to the patient. The senior surgeon is familiar with our product. What is meant by surgeon had difficulties to get the instrument (3 ea) to work as it should. Please provide more details regarding issue. (See my answer). What shape were clips that did not form? (Open). Did any malformed clips cut tissue, if so, how was tissue repaired and was there any change to procedure or post-op patient care? Were malformed clips removed from tissue? (No). Were all clips that shot away in strange way retrieved from patient? (Yes) if not, was there any change to procedure or post-op patient care? Which firing of the device did these events occur on? ( all 3) did the issues described happen on all three devices? If not, what happened to each device being sent back? (Yes, unfortunately the hospital throw away all three device so nothing to return). What vessel or structure was the device fired on at the time of the event? ( ? Not sure but it e\was a colorectal procedure). Was the clip fully advanced into the jaws prior to firing? (Yes). Were there any feeding issues experienced with the device? Did clips feed sideways? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? (Yes). Was there any torquing or twisting of the device present at the time of firing? (No). Was any unexpected resistance felt while firing the trigger? (No). Were any unexpected noises heard? If so, when? (No). Were clips fired on existing clip or hard structure? (No). Did anything unexpected happen prior to this incident? (No). Was the device fired after this incident in or out of the patient? (Out). Did somebody other than the primary surgeon fire the instrument? If so, whom? (No). The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic rectum procedure, during one surgery the surgeon had difficulties to get the instruments to work as they should. The clips didn't form and they kind of shot away in a strange way when fired outside of the patient when they tested them. Another like device was used to complete the procedure. There were no adverse consequences for the patient.